Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. However, between 9:54 pm and 10:19 pm on sept 1, the user made three back to back bolus requests and delivered 5.63 units of insulin on top of iob of 0.4418, bg values were not entered during any of the requests. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that a failure occurred related to the low bg event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level which reportedly caused the customer to pass out. An exact value was not provided by the customer as bg levels had not been tested at the time of the event. The suspected cause was unknown. The customer consumed pop tarts to stabilize bg levels. Subsequently, the customer's bg elevated to 501 mg/dl. The customer delivered a bolus via the pump. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.